Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests twice a day and manages her diabetes with 20 units of 70/30 insulin twice a day (morning and evening). The patient confirmed the alleged issue began in (B)(6) 2013. The patient corrected and clarified that just prior to discovering the product issue, she was having symptoms which she had associated with a low blood glucose (specifying sweat and shaky). The evening prior to the alleged issue, the patient indicated she was able to obtain an actionable blood glucose reading with the subject meter. Following the onset of her symptoms, the patient indicated she administered her usual dose of insulin and then tried to test her blood glucose with the subject meter. After discovering the product issue, the patient indicated she treated herself with food and then tested with a secondary device (which patient indicated was a low reading). The patient indicated she began to feel better soon after treating herself. At the time of troubleshooting, the customer service representative verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and she was using the correct test strips at the time the alleged issue occurred. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.